Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (hydromorphone) 8.0mg/ml for a total dose of 3.8549mg/day and bupivacaine 15.0mg/ml for a total dose of 7.228mg/day via an implantable pump for non-malignant pain and degenerative disc disease. It was reported healthcare professionals (hcp) will be replacing the patient's pump due to normal battery depletion. It was stated that they told the patient that the pump was not able to cover all of the patient's pain because the catheter was too low. It was noted when they replace the pump they also want to move the catheter higher. It was inquired the battery life of the pump and was reviewed 7 years. The patient was redirected to the hcp regarding if moving the catheter will help in covering the pain. It was noted when they move the catheter they will fill the hole and move the catheter higher. The patient experienced the pump not covering all the patient's pain. It was noted that the pump has never covered all the pain and they have increased the medication 2x by 2mg and it has made no difference. It was noted patient is very active and used to have a personal therapy manager, but no longer does. It was noted the pain is so bad after doing activity. It was noted patient was told that there is a potential that if they move the catheter higher, it may help more with covering the pain. There was no out of box failure and was not a medical or therapy problem associated with small parts was not reported. Patient noted having 5 bypasses and 1 knee replacement. The bypasses were about 8 years ago and the knee surgery was 3-4 years ago, and the patient noted having dilaudid (hydromorphone) and bupivacaine in the pu mp at both the knee surgery and the bypasses. Event date was (B)(6) 2012. No further complications were reported/anticipated.